Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformance's, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis patient called customer service requesting operational assistance removing an adapter (brand unknown) from their peritoneal dialysis catheter; as they were hospitalized and utilizing a different cycler (brand unknown). During follow-up, the peritoneal dialysis registered nurse (pdrn) reported the hospitalization was unrelated to pd therapy, and declined giving further information. Subsequent attempts at obtaining additional information have thus far proven unsuccessful.